Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion alarm" was not reproduced. The device was tested to flow lines for an upstream occlusion test, device passed the results. A review of the event history log revealed multiple occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the ultrasonic sensor calibration lower values were out of specification and was unable to be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. There was no patient involvement. No additional information is available.